Manufacturer narrative:
Carefusion file identification:(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Per service record, third party service technician was able to confirm model lap top ventilator 1000 internal battery not holding charge. Service technician replaced internal battery. The device was returned to carefusion manufacturer on october 23,2015. Per results of investigation, service technician confirmed the internal battery does not hold charge. It has been less than 90 days since 10,000 hour preventative maintenance was performed. During initial bench test, service technician found ventilator will not turn on even after 4 hours of charging. Service technician found internal battery depleted to 0.815v and does not hold a charge. Visual inspection does not reveal any anomalies. Service technician scrapped lap top ventilator internal battery and replaced with new internal battery.

Event description:
The customer reported that the model lap top ventilator 1000 internal battery does not hold charge. Upon further investigation, the customer stated that there was no patient involvement.